Event description:
It was reported that guidewire fracture occurred. A 180x25cm fathom -16 was selected for use. During the procedure, it was noted that the fathom broke off in the renegade microcatheter. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 11/01/2024 as the exact event date was not reported. G4 - additional premarket / 510(k): k170636.